Event description:
Bella blankets protective coverlets contained a material component which could have imaged as artifact on a patient mammogram. This component of the product caused a honeycomb or diamond-pattern artifact to appear on 2 patient images which was noticed by the radiologist, resulting in 2 repeat mammogram images.

Manufacturer narrative:
Report 9021987-2012-00001 indicated 2 patient repeated images of mammograms. We now realize that a report needed to be filed for each patient, so this is a second report for the 2nd patient.